Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to diabetic ketoacidosis. The customer reported that her infusion set was kinked and the insulin pump did not alarm no delivery. The customer's blood glucose was 600 mg/dl at the time of the incident. The customer also stated that she experienced nausea, vomiting and she felt weak. The customer stated that they took the insulin pump off of her during the hospitalization and given manual injections. The customer stated that she was wearing the insulin pump at the time of hospitalization. The customer called back to perform high pressure test. The customer stated that the insulin pump passed high pressure test. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.